Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported 3 cases of endophthalmitis following intraocular lens implant procedures. This report is for the 2nd surgeon, one case.